Event description:
The customer tested her blood glucose using her contour meter and received a reading of 29mg/dl. She retested using another contour meter and received a reading of 164mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer